Manufacturer narrative:
The mixer was evaluated and tested and it was found that the issue of the mixer not delivering 100 % oxygen concentration was verified during testing: when the fio2 control knob was set to 1.0, the o2 analyzer reading was 91.5% fio2. The root cause of the reported failure is the out of specification performance of the proportional valve block assembly. The findings were confirmed and it was observed the lock ring for the air valve was loose, thus not securely holding the calibration of the proportional block. It is unknown why the lock ring became loose. A DHR (device history record) review was performed. Mixer model 3500cp-c (obsoleted)replaced by 3500cp-g s.n. (B)(4) was manufactured on 07/29/1998. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Last overhaul performed on 2/2/2018 found no non-conformance that could cause or contribute to the reported issue.

Manufacturer narrative:
The investigation is currently underway; once completed a follow up report will be submitted.

Event description:
It was reported that during clinical use the respiratory mixer did not deliver 100% oxygen. Reportedly the blender was being used in conjunction with a cardio help ECMO machine and the issue was discovered when they were having difficulty oxygenating the patient. Reportedly, they compared pre oxygenator and post oxygenator po2 and discovered that the blender may have not been delivering 100% fdo2 and decided to eliminate the blender all together and place the patient directly on the flowmeter coming from the wall. They let the patient reacclimatize and repeated abgs and realized the po2 had improved by over 60mmhg.